Event description:
A positive immulite 2500 troponin I pt sample was reported to the physician. The result was questioned and the pt was redrawn. The redrawn sample troponin result was negative. Pt treatment was not altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant troponin I result is unk. The instrument is performing within specs. No further eval of the device is required.